Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with no tortuosity and no calcification. The 2.5 x 8 mm mini vision stent delivery system (sds) was advanced for direct-stenting and inflated at the lesion; however, under angiography, it was observed that there was no stent in the lesion. The stent was found dislodged in the protective sheath. It was noted that there was no resistance removing the protective sheath during un-packaging. The 2.5 x 12 mm mini vision was then advanced without issue, and deployed to treat the target lesion. After deployment, a distal edge dissection was observed and treated with a non-abbott stent. The patient outcome was good. A delay in the procedure was noted due to the required treatment of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation; incorrect prep. The 2.5 x 12 mm mini vision referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the mini vision instructions for use (IFU) states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU also states that prior to using the multi-link mini vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it was reported that the stent had dislodged prior to inserting in to the patient anatomy, thus the lack of pre-dilatation or verification of the stent did not contribute to the reported stent dislodgement. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.